Event description:
Using imed evac bag 150ml for milrinone, we compounded medication inside bag and found a glass like particulate floating around. A pharmacist went inside to filter that bag into another unopened/unspiked/unpunctured imed evac bag 150ml and we found another glass like particulate inside that bag. I have the filtrated compounded item with that piece inside on hand for investigation/testing. This has happened with the 250ml and 500ml bags as well. Below are ref numbers along with lot numbers that we have been using that we've found particulates inside. These are a imed product distributed by (B)(4). 150ml im68040 68040-a8441, 250ml im68045 68045-e1110, 500ml im68050 68050-e1104. Pt code: 4582. Device codes: 1451, 2895. Ref reports: mw5186093, mw5186095.